Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated, she was hospitalized for low blood glucose and the reading was 36 mg/dl. The customer stated she reviewed the bolus history and she found two boluses were in the history that she does not remember programming. Further troubleshooting revealed that the insulin pump was programmed correctly. The customer changed the infusion set two days prior to the event and the remaining amount of insulin in the reservoir was the correct amount.